Event description:
On the third day of wearing a pod, pt's bg was 500 mg/dl at 11:44 am. She corrected with a 5.8 unit bolus. At about 2 pm, her bg remained the same; she bolused 4.65 units. At 3:37 pm, the pod was deactivated and the pt went to the hospital and was placed on an insulin drip. The pod was discarded.

Manufacturer narrative:
Since the pod was discarded, no evaluation can be performed to determine if any malfunction occurred that may have caused or contributed to the pt's condition. Lot records could not be reviewed since no lot number was provided. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replaced the pod and contact a hcp for guidance. The user guide also warns "...if you experienced unexpected elevated blood glucose levels, change your pod."